Manufacturer narrative:
The insulin pump had normal operating currents and no unexpected off no power, low battery, or blank display was noted. The insulin pump had a cracked display window corner and a cracked reservoir tube lip.

Event description:
Customer reported that the screen of the insulin pump was blank. Customer stated that she removed the battery to reset the pump, but when she replaced it, the display never returned. After leaving the battery out for ten minutes, the display returned with all characters present at once and the screen constantly lit. Blood glucose level was 40 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.